Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from bottom casing. Patient involvement unknown.

Manufacturer narrative:
Other text: d4: UDI section, h3 and h6 - evaluation codes: updated. D3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the device had a cracked tank cover and stained plate clip. Functional testing found the device is leaking from the bottom of the device confirming the customer complaint. Root cause was attributed to the cracked tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tank cover and plate clip. Performed preventative maintenance. Device passed all functional testing after the completed repairs.